Event description:
It was reported that while using bd microtainer® k2e tubes, the blood specimens were clotting. This event occurred 76 times. According to the user, blood needed to be drawn again. The following information was provided by the initial reporter: "the drs and students are complaining that the blood in these specific tubes keep clotting."

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Fifty (50) retention samples were visually evaluated with acceptable results. Bd was unable to confirm the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples were demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. The most common cause of clotting is inadequate mixing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd microtainer® k2e tubes, the blood specimens were clotting. This event occurred 76 times. According to the user, blood needed to be drawn again. The following information was provided by the initial reporter: "the drs and students are complaining that the blood in these specific tubes keep on clotting."